Event description:
Medtronic received information that after placement of this transcatheter pulmonary valved conduit (inside a prestented homograft), during final angiography, a 5mm pseudoaneurysm/contained rupture was observed just above the stent. Two covered stents were placed inside the transcatheter valve and decreased filling of the pseudoaneurysm was seen.

Manufacturer narrative:
(B)(4): evaluation method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. Analysis: no product returned. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation.